Event description:
Patient reported that she has had an increase in seizures and does not believe her vns is working. She said normally she coughs and chokes with magnet stimulation, but it did not happen when she swiped her magnet now. She tried swiping regularly and in a crossing motion and did cough, but she said it is much less than normal. She said it feels different than it normally does. No other relevant information has been received to date.

Event description:
Additional information received from the patient's physician noting that, the patient has refractory epilepsy and vns in general has not made a tremendous difference in patient's seizure frequency. It was noted that intervention was taken as well.